Event description:
Customer reported via phone, each time she presses a button on the insulin pump it alarms button error. Customer's blood glucose was 258 mg/dl, treated with manual injection. Customer didn't recall any significant events that may have led to the alarms. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. Customer did not agree to return the device for further analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.